Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The battery cap was able to fully tighten however slot on top of the battery cap was damaged. There were battery compartment cracks observed in the thread area. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.